Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited an increase in impedance, and was noted to have a conductor fracture at the site of the suture sleeve. This lead was explanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
This lead will be returned to boston scientific. This report will be updated should additional pertinent information become available, or upon completion of analysis.